Event description:
It was reported that a spectrum pump alarmed 'door not closed'. This occurred during the start of use at pump tubing set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the door alarm was reproduced as a 'door not fully latched' alarm. A review of the event history log revealed multiple 'door jammed!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be out of adjustment link screws. The link requires adjustment to address this issue. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.